Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the defective keyboard. A field service engineer replaced the keyboard in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system keyboard was not functioning properly. The user could not log into the station, that a light on the keyboard was blinking, and further tried to reboot but could still not use the station. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.